Event description:
Skin at PICC line insertion site was noted to be puckered. While staff was holding line in one hand and tension applied at the insertion site, the PICC line broke at the 9 cm mark, line disappeared at insertion site. PICC line subsequently retrieved by surgeon.